Event description:
It was reported that the balloon volume was reading 0. The staff stated that the intra-aortic balloon pump (iabp) continued to pump with the screen reset. The staff adjusted the alarm volume when this started. The volume was not noticed for about an hour to an hour and a half, but the patient's pressures did not change. When the volume was adjusted, the iabp did a purge cycle and was reading 40cc. The iabp is working now, and the patient is fine. As a result, the console will be exchanged and send to biomed to be checked. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp balloon volume incorrect is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon volume was reading 0. The staff stated that the intra-aortic balloon pump (iabp) continued to pump with the screen reset. The staff adjusted the alarm volume when this started. The volume was not noticed for about an hour to an hour and a half, but the patient's pressures did not change. When the volume was adjusted, the iabp did a purge cycle and was reading 40cc. The iabp is working now, and the patient is fine. As a result, the console will be exchanged and send to biomed to be checked. There was no report of patient complications, serious injury or death.